Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation after repositioning of the lead for dislodgement. When a second repositioning was unsuccessful, the lead was explanted and replaced. The pocket was revised to help stabilize the lead position. The patient tolerated the procedure without complication and was discharged home in stable condition.